Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no medical record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a 75-year-old male patient underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis, fresh frozen plasma (ffp) administration, and surgical intervention. Post-ablation phase while isuprel was being administered, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 1500 cc of fluid, and ffp was administered. However, the bleeding did not stop. The patient was then transferred to the operating room for surgery. Thoracotomy was performed, and the patient was sent to the cardiac care unit (ccu) and was extubated overnight. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was fully recovered. Physician¿s opinion regarding the cause of the adverse event is that the perforation was caused by a non-biosense webster inc. (Bwi) rv catheter (stj 6 fr steerable quad). Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. The flow was set within standard settings for stsf catheter. The force visualization features used included graph, dashboard, vector, and visitag. The parameters for stability used with the visitag module were 3mm, 3s, 25% for 3s. Tag size= 3mm. The additional filter used with the visitag module was respiration adjustment. The color option used prospectively was tag index. Despite the physician believed perforation was caused by a non-bwi catheter, the adverse event was discovered after ablation was performed with a bwi stsf catheter. Therefore, this event is being coded and reported under the bwi product as there¿s no evidence to determine the radio frequency application did not contribute to the causality of the event.